Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial reporter is not known from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the instrument needs to be re-calibrated or replaced. No patient was present at the time of the event.